Manufacturer narrative:
Follow-up #1: additional information was received. Device evaluation of electrode belt sn (B)(4) has been completed. The belt was fully functional and able to detect and treat. Upon evaluation, the front and rear 1 wire therapy electrodes deployed gel from all blisters. The rear 2 wire therapy electrode deployed gel from 4 out of 10 blisters. An internal corrective action was initiated. Per ansi/aami df80, two tes have sufficient surface area for adult external defibrillation. The impedance readings were 54 and 76 ohms and were within normal range. There is no indication or allegation to suggest the electrode belt contributed to the inappropriate defibrillation event. Device evaluation of monitor sn (B)(4) was accomplished through a review of the patient's downloaded data file. There is no evidence of device malfunction related to the defibrillation event. There was no death or device malfunction associated with the inappropriate defibrillation. The patient remained in the hospital and continued to wear the lifevest. Initial report: there was no death or device malfunction associated with the inappropriate defibrillation. The patient remained in the hospital and continued to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4): 06/05/2014 - reuse. Electrode belt sn (B)(4): 09/09/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. It was reported that the patient was in the hospital ICU at the time of the event. After review of the downloaded data, it was confirmed that the patient received two inappropriate treatments at 12:51:05 and 18:52:15 on (B)(6) 2015. Supraventricular tachycardia rate over threshold and motion and tactile artifact contributed to the false detections. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient remained in the hospital and continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient remained in the hospital and continued to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4): 06/05/2014 - reuse; electrode belt sn (B)(4): 09/09/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(6) clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. It was reported that the patient was in the hospital ICU at the time of the event. After review of the downloaded data, it was confirmed that the patient received two inappropriate treatments at 12:51:05 and 18:52:15 on (B)(6) 2015. Supraventricular tachycardia rate over threshold and motion and tactile artifact contributed to the false detections. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient remained in the hospital and continued to wear the lifevest.